Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. There was no postmortem exam conducted and due to the patient¿s cardiac history, the cause of death was listed as ¿coronary artery disease¿. The patient was not connected to the homechoice device at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. The serial number of the device was unknown. As a result, the service history review and or device history review were not performed as part of the investigation. As a result, the direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.